Event description:
The customer reported that the device failed to discharge via paddles.

Manufacturer narrative:
The consumer reported that the device failed to discharge via paddles. The customer evaluated the device and localized the issue to a failed paddle set. A replacement paddle set was ordered to resolve the issue.